Event description:
It was reported that the patient underwent surgery for deep infiltrative endometriosis with discoid resection of the colon. During the surgery, a harmonic and a circular stapler were used. (B)(6), the patient was scheduled for emergency surgery due to an undetected leak in the sigmoid colon. He suffered cardiac arrest four times during the procedure, but still managed to survive. He died postoperatively. The cause of the leakage was attributed to a thermal lesion in the sigmoid colon that occurred during the manipulation and release of structures during the first surgery.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. D4 batch #: unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what anatomical location was the thermal injury identified post-operatively? What was the distance between the anastomotic site and thermal lesion? Does the surgeon believe there was an alleged deficiency of the cdh29b that may have caused or contributed to the thermal injury, post-operative leak, and/or patient¿s death? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2025. Additional information: ¿ the sales rep was present in the first surgery that was programed and as part of an event. This surgery was completed successfully without any issues or complications. ¿ the leak happened 2-3 days after the surgery and the rep was not informed, she knew about it. She knew about it by chance because she saw the scheduled surgery in a different hospital.